Manufacturer narrative:
Section d10: concomitant medical products: logic fit/rbk augment 1/2 block rl/lm sz5 10mm (cat# 02-012-50-5014 / serial# (B)(4). Tru fluted stm ext 18mm x 80mm blast (cat# 02-012-64-1880 / (B)(4). Logic cc femoral size 4, left (cat# 02-010-06-0240 / serial# (B)(4). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(4). Tru fluted stm ext 16mm x 80mm blast (cat# 02-012-64-1680 / serial# (B)(4). Truliant tib fit tray cem sz 4f / 5t (cat# 02-022-45-4050 / serial# 5738793) tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal team, approximately 4.1 years post initial left tka, the 59 year old male patient had a revision due to premature poly wear and poly recall with osteolysis and loosening of the femoral and tibial components. During revision surgery, it was found to be a clean wound with clear synovial joint fluid. There were found to be grossly loose femoral and tibial components that were easily removed with a bone tamp. There was also found to be a well-fixed patellar button. There was a moderate amount of polyethylene wear, both visibly and palpable on the tibial polyethylene component. There was encapsulated polyethylene debris within the synovium and a complete synovectomy was performed. Patient was revised to competitors devices. The patient was awakened and transferred to recovery in stable condition. The devices are not available for evaluation.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical devices problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, tibial loosening, femoral loosening, loss of range of motion (mechanical problem) or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.